Manufacturer narrative:
(B)(4). It was reported that the complaint infant warmer was not available for investigation. In order to carry out an investigation, fisher & paykel healthcare requested additional information from the hospital. The hospital had reported that the patient's skin and core temperatures were normal (skin temperature: 36.2 degrees celsius, core temperature: 36.8 degrees celsius). The hospital further reported that they do not believe that the redness was related to use of the infant warmer and do not require any additional follow-up. The root cause of the reported redness has not been determined. However, based on the information provided by the hospital, there was no fault found with fisher & paykel healthcare's infant warmer.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a baby who was on an iw932 infant warmer appeared to have "very red legs." It was reported that the legs felt "hot to touch." It was reported that the infant warmer was on a temperature setting of 36.8° celsius and that the skin temperature was 36.2° celsius. The patient's core temperature was reported to be 36.8° celsius.